Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini engines had failed. The field service engineer (fse) logged into the station and opened the hardware test application (hta) to inspect the back cabinet using the client's key. The fse replaced the control board, but the problem persisted. The fse replaced the main printed circuit board on the mini drawer and replaced four single wide mini engines. Then the fse configured the storage spaces and assigned the drawer in the hta, but the drawer still failed. The fse found multiple mini drawer failures and tried to replace mini engines in all the locations, but this also failed. The fse replaced the drawer controller board, but it did not resolve the problem. Finally, the fse replaced the faulty mini engines in the control board, configured the drawer and tested it in the hta to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system mini engines failed. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user loaded medication into another drawer. However, there were no adverse events or injuries reported based on this event.